Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime/ compromised force sensor test and displacement test. However, the pump was received stuck in the motor error loop during bolus / basal delivery. Analysis was unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The pump received with cracked case at display window corners, battery tube threads, and received with scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 164 mg/dl. The customer states the pump was exposed to a high magnetic field, during a airport body scanner. The customer does not use the sensor feature and is able to rewind. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.